Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws turn red hot. The harvester released the trigger yet the device stayed on. The power setting was between 2 and 3 per IFU recommendation. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: maquet received the device on 11/03/2009. The visual inspection showed that the cold jaw boot insulations has a burnt mark. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).